Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the pt right head-end siderail would not latch in the upper position. No pt involvement or adverse consequences were reported.